Manufacturer narrative:
Qn# (B)(4).

Event description:
Patient had a triple lumen PICC and one of the hubs popped off while the unit nurse was caring for the patient. The user clamped the broken lumen, placed a new PICC, and then removed the initial catheter. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC for evaluation. The catheter contained significant signs of use in the form of biological material. Visual examination revealed the distal luer was separated from the lumen. Remnants of the extrusion remained within the luer. The distal lumen appeared significantly stretched, indicating undue force likely caused the damage. The distal lumen also contained a compressive marking from the slide clamp. The total length of the catheter body measured to be 17.56" which indicates at least 5.5" were trimmed and not returned per product drawing. The inner diameter of the distal lumen measured to be 0.058" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the distal lumen measured to be 0.096" which is within specifications of 0.093-0.097" per product drawing. A manual tug test confirmed the distal and medial luers were fully secured to their respective lumens. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of a separated luer was confirmed by complaint investigation of the returned sample. The distal luer was detached and the lumen contained significant signs of stretching, indicating undue force caused or contributed to the damage. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Patient had a triple lumen PICC and one of the hubs popped off while the unit nurse was caring for the patient. The user clamped the broken lumen, placed a new PICC, and then removed the initial catheter. No patient harm reported. The patient's condition is reported as fine.